Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter failed to retract properly during use resulting in a dirty needle stick injury. No reports of medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. However, further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.